Manufacturer narrative:
February 01, 2010: this event concerns a device that was manufactured and used outside the united states. Method: review of the electronic data and files received. (B)(4). Analysis revealed that the warning message was not appropriate, and that there was no battery depletion issue with this ICD. The last battery voltage measurement was accurate: 6,44v (battery voltage is measured every day). The reported event was due to a corrupted value in the battery curve data. One data read from the implant memory corresponds to a measurement date in the year 2075, which is inappropriate. However, according to specifications, the warning message was displayed appropriately, based on the corrupted data. This alteration was located on a single bit in the battery curve data. Because this event did not lead to any patient safety issue and is not related to any implant anomaly, no further action is needed for this case.

Event description:
The ICD involved in this MDR report was implanted on (B)(6) 2007. Post implant check was done on (B)(6) 2007. Upon scheduled follow-up performed on (B)(6) 2009, "eol (end of life) detected" warning message was displayed, whereas no indication of battery depletion was found in the files.